Manufacturer narrative:
Date received by manufacturer: in the supplemental MDR follow-up #1, an incorrect date (6/8/2016) was entered. The correct date received by manufacturer is 06/06/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). It is unknown if the lens remains implanted or if it was removed during the initial surgery. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the implant process was correct, but when the intraocular lens (iol) left the injector, it was broken. No patient injury reported. No further information provided.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed. The reported complaint could not be verified as the device was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. Based on the manufacturing controls review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation, labeling change or escalation is required. All pertinent information available to abbott medical optics has been submitted.